Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a bipap autosv adv sys one. The device was returned to a third party service center. During visual inspection of the device, foam particles were found inside the device assembly. The device was also contaminated with dust. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.